Manufacturer narrative:
The cause for the discordant result is unknown. Siemens requested a clinical history on this patient including the date the patient was diagnosed and vaccination history. Siemens also requested the total number of positive and negative results so that sensitivity of the assay at this site may be calculated. The customer is unwilling to provide additional information. No further evaluation of the device is required. Us: the limitations section of the instructions for use (IFU) states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6). Levels of anti-hbc may be undetectable both in early infection and late after infection." "The calculated values for (B)(6) in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer." Ous: the limitations section of the IFU states: "the advia centaur hbc total assay is limited to the detection of total antibodies to (B)(6) core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain (B)(6) virus or potentially infectious units of blood and may generate false reactive results." "Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers; assay for specific hbv serological markers."

Event description:
Customer performed a study with the advia centaur xp hbc total (hbct) assay of 24 patient samples compared to two other methods. One sample was negative on the advia centaur xp hbct assay and positive by the other methods. There are no reports that treatment was prescribed or altered based on the result. There are no reports of adverse health consequences based on the discordant negative advia centaur xp hbct result.